Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance greater than 3,000 ohms as well as shock impedance greater than 200 ohms and was discovered to be fractured. The implantable cardioverter defibrillator (ICD) had also recorded high-rate ventricular episodes due to sensing of noise. There was no precipitating event that the patient was aware of that could have caused the fracture. A new rv lead was implanted on (B)(6) 2025. Attempts to remove the original lead were unsuccessful and the lead was capped and remains in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Please refer to section f.10. For an additional device code.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance greater than 3,000 ohms as well as shock impedance greater than 200 ohms and was discovered to be fractured. The implantable cardioverter defibrillator (ICD) had also recorded high-rate ventricular episodes due to sensing of noise. There was no precipitating event that the patient was aware of that could have caused the fracture. A new rv lead was implanted on (B)(6) 2025. Attempts to remove the original lead were unsuccessful and the lead was capped and remains in the patient. No additional adverse patient effects were reported.